Event description:
It was reported that the acculink stent was deployed in the right internal carotid and post-dilated with a 5.0/20 viatrac balloon. After the balloon was removed, but with the accunet filter still in place, the pt was not able to squeeze the duck with their left hand. Nitro was injected through the sheath, and two units of blood were order. A shot of contrast was injected, and additional nitro was given. The symptoms continued, with drooping on the left side of the face and inability to squeeze the left hand. The pt had no problem swallowing and was able to move their foot. A CT scan was performed. This was considered a severe stroke. The pt was transferred to ICU.

Event description:
In february 2005, patient had stroke during right internal carotid stenting procedure. CT of the head showed stroke in the right middle cerebral, posterior cerebral and inferior cerebral arteries. Treated with intravenous nitorglycerin and heparin. Final diagnosis of major, ischemic, ipsilateral stroke. In about three days later during hospitalization, patient received blood transfusion for treatment of bleeding at groin site. In the same day, developed pea (pulseless electrical activity/cardiac arrest) and respiratory arrest; was intubated and ventilated. About 6 days later, patient developed acute renal failure, treated with hemodialysis. Transferred to extended care facility in march 2005. At that time, patient remained hemiparetic and hemiplegic and was still on hemodialysis.